Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having side unspecified "nipple discharge (fluid)". Healthcare professional reported left side deflation. This record represents the left side. The device remains implanted.

Event description:
Patient reported having side unspecified "nipple discharge (fluid)". Healthcare professional reported left side deflation. This record represents the left side. The device was explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: crease fold, opening and wear abrasion, stress marks. A microscopic analysis was performed which identify an opening crease sharp in the radius side also have stress marks around the opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.